Manufacturer narrative:
(B)(4). At this time, vyaire has not received the suspect device/component for evaluation. Any additional information will be submitted in a follow-up report.

Event description:
It was reported to vyaire that the avea ventilator was alarming "vent inop" and "flow sensor failure". The customer advised there was no patient involvement.

Manufacturer narrative:
(B)(4). Onsite field service representative visit: a vyaire field service representative (fsr) went onsite and found vent inop upon arrival. The fsr reseated the gas delivery engine (gde) and all internal ribbon cables. Found low peep. Ran exhalation valve characterization and replaced o2 cell. Ran flow control valve characterization but was unable to get air/o2 balanced properly. The fsr replaced the gde. The complete system was checked in the adult, pediatric and neo-nate modes. The field service representative confirmed the ventilator passed all testing and met all vyaire manufacturer specifications. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.